Event description:
Information was received from a consumer (con) regarding a patient receiving unknown drug via an implanted pump. The indication use was non-malignant pain mentioned. It was reported that last thursday, their healthcare provider (hcp) did their regular monthly pump refill. The patient stated that they drove about a mile and parked their car in the grocery store and the next thing they knew, someone was knocking on their door asking if they were okay. The patient stated that they came, and it was 2.5 hours later, and they must have almost overdosed or been close to it. The patient noted that the healthcare provider told them not to use the bolus afterwards. On tuesday, they lowered the dosage and gave "20% lower". The agent reviewed possible considerations. The patient mentioned that this was the second time this has happened, and the other time was 8 months ago. The patient left the office feeling normal, they shut the car door, and then 'came to'. The hcp called medtronic and was told they have never heard of this happening, and it is only a (B)(4) chance of happening. The patient stated that the hcp said it could be a medical condition. They have had to wait in the office for 20 minutes after refill and nothing ever happens. The main reason they were calling was because the bolus was disabled on the personal therapy manager (ptm). The patient stated that the last time the 'assistant girl' did it has she had not 'done it before'. The patient was redirected to hcp to further address the patient enabled bolusing and the medical events. Additional information was provided from a consumer stated that they overdosed twice. The physician disabled and turned off the pump. The cause of the overdose symptom was unknown. The patient has an appointment next week to reduce the dosage of the pump. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.